Event description:
On (B)(6) 2016, a patient's breast screening was conducted using philips microdose si (model: l50) system. The acquired image was reviewed by radiologist on a siemens pacs reviewing workstation. Radiologist reviewed the image and no clinical finding is reported. The patient felt something in the breast and came back for consultation and then the patient underwent diagnostic scanning on another microdose si (model: l50 system) on (B)(6) 2016 and radiologist reported clinical finding in the breast image.